Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of hypotony, choroidal detachment and irido - corneal touch are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings- the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a patient was hospitalized due to hypotonicity with shallow ac and choroidal detachment of the right eye. Treatment was provided as cycloplegia and atropin. The reported events have been resolved. The device remains implanted.